Event description:
It was reported that a nurse experienced a leak from the prong of a cassette. This event occurred before the patient was connected during the priming step of peritoneal dialysis therapy. Nothing unusual was reported that would cause or contribute to the leak. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.